Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2016 on the right hip, the patient experienced a fracture of the ceramic ceramic ball head 28s when the patient fell, while carrying heavy weights when the incident happened. This adverse event was solved by revision surgery which is planned to be performed on (B)(6) 2024. Current health status of patient is unknown.

Manufacturer narrative:
Section d6b was updated. Section h10: it was reported that, after a total hip replacement surgery had been performed on (B)(6) 2016 on the right hip, the patient experienced a fracture of the ceramic ceramic ball head 28s when the patient fell, while carrying heavy weights when the incident happened. This adverse event was solved by revision surgery. The complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the ceramic ball head is fractured in several fragments. Due to these fragments, it is unclear if the device was completely returned. The xlpe insert and the polarcup were completely returned. Apart from the ceramic ball head fracture, signs of metal wear are visible on the xlpe insert. All of the following information makes reference to the ceramic ball head. The complained device was sent to the supplier and a material analysis on the fracture was performed. Protocols and acceptance certificate were reviewed, and no indication of pre-existent material defect was found. Thin concentric lines of metal transfer with different intensities and unequally distributed were found at the connection surface between the stem and the cone of the ceramic head, which suggest a disturbance at said interface. The metal transference patterns found, with erratic appearance, do not provide any information on the cause of the fracture. As some chafing between the fractured pieces during the delivery of the fragments to ceramtec, helpful information in the failure analysis probably was lost. The primary fracture surface and the fracture origin cannot be determined due to the mentioned secondary damages and due to missing fragments. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed and no actions were found for the alleged product. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use states "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. However, it¿s reported that the fracture of the femoral head occurred when the overweight patient fell when was also carrying heavy weights. In the explained context and considering the longevity of the combination, the reported patient fall appears to be an influencing factor with regard to the fracture of the ceramic femoral head. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H2: additional information ¿b5, d9, d10".

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2016 on the right hip, the patient experienced a fracture of the ceramic ceramic ball head 28s when the patient fell, while carrying heavy weights when the incident happened. This adverse event was solved by revision surgery which is planned to be performed on (B)(6) 2024. A polarcup shell ti-plasma 59 non-cem and a polarcup xlpe insert 59/28 non-cem were also explanted. Current health status of patient is unknown.